Event description:
It was reported that oversensing due to noise or myopotentials resulting in inappropriate therapy was observed on the right ventricular (rv) lead and device. Lead provocation testing was performed, and the noise was reproduced. Rv lead damage and noise from the patient's left ventricular assist device (lvad) was the suspected cause of the event. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.